Event description:
Case description: the suspected device has not been returned to novo nordisk for investigation. Investigation result: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result updated for novopen echo. Manufacturer's comments added. Relevant fields and narrative updated accordingly. Final manufacturer comment: 26-aug-2015. As the suspected novopen echo has not been returned to novo nordisk a/s it is not possible to identify the root-cause for the experienced event or find similar cases to argus case (B)(4). However the reporter states that the patient reuses the pen injection needles which could cause them to block and result in increased blood glucose. Evaluation summary: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: on 19-jan-2016: since last submission the case has been corrected with the following: common device name corrected to insulin delivery device.

Event description:
Increased blood glucose values [blood glucose increased]. Sometimes no delivery of insulin and display shows only two "--" [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "sometimes no delivery of insulin and display shows only two "--". Beginning on an unknown date and "increased blood glucose values" beginning on an unknown date in (B)(6) 2015, and concerned a female patient (age not reported) who used novopen echo (insulin delivery device) from an unknown date due to type 1 diabetes mellitus. The patient's height, weight and body mass index was not reported. Medical history included type 1 diabetes mellitus (duration not reported). Concomitant products included - levemir (insulin detemir) and humalog (insulin lispro). Non-codable concomitant product included bd microfine needles pentapoint 5 mm. During the use of novopen echo, it was reported that, sometimes there was no delivery of insulin and display showed only two "- -". On an unknown date in (B)(6) 2015, the patient was hospitalized due to increased blood glucose values at 400 mg/dl. It was reported that the patient used levemir penfills and bd microfine needles pentapoint 5 mm as well as humalog in another pen. The needles were multiple used. Action taken to novopen echo was not reported. The outcome for the event "sometimes no delivery of insulin and display shows only two "--" was not reported. The outcome for the event "increased blood glucose values" was not reported.